Event description:
During colonoscopy patient suffered tear to the tissue of the rectosigmoid colon. Colonoscope was advanced without problem, when device could not be advanced further it was withdrawn and at the 20cm area the tissue tear was discovered. Patient has hx of diverticulosis and has very friable tissue. Paatient required emergency colon resection. It was determined that the device was not defective, the event was an inherent risk of the procedure being performeddevice not labeled for single use. Patient medical status prior to event: satisfactory condition. There was not multiple patient involvement.device serviced in accordance with service schedule. Date last serviced: 01-apr-93. Service provided by: user facility biomedical/bioengineering department. Service records not available.no imminent hazard to public health claimed. Device used as labeled/intended.device was evaluated after the event. Method of evaluation: actual device involved in incident was evaluated, performance tests performed. Results of evaluation: inherent risk of procedure. Conclusion: no failure detected and product within specification. Certainty of device as cause of or contributor to event: yes. Corrective actions: none or unknown. Invalid data - on device destroyed/disposed of status.